Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
Customer reported a motor error and no delivery alarm on her insulin pump. She stated no delivery alarms and high blood glucose started a couple of months ago. Her grandmother had passed away and customer had to take more corrections. Customer's blood glucose is 441 mg/dl. She has treated with manual injections. In troubleshooting for no delivery, insulin did not exit the tubing in a fixed prime. The device sounded different, like it was struggling. Insulin did not exit the tubing, but there was no alarm. The motor error occurred during a bolus delivery. The device was not exposed to a strong magnetic field. Customer does not use the sensor feature. Customer is able to rewind the device. In troubleshooting for high blood glucose, no anomalies were found. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.